Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured in the calcified part of the vessel. Button 1 and 2 remained not pressed. The balloon lost pressure upon the second inflation. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and recovered. There were no reported patient injury. The procedure used a retrograde approach for a percutaneous coronary intervention (pci). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater then 50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. There were no visible signs of device/package damage prior to use. There was no visible damage to the sheath or the distal end after removal. There was little vessel tortuosity. The unit was prepared and used in accordance with instructions for use (IFU) and opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2212202 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured in the calcified part of the vessel. Button 1 and 2 remained not pressed. The balloon lost pressure upon the second inflation. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and recovered. There was no reported patient injury. The procedure used a retrograde approach for a percutaneous coronary intervention (pci). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. There was no stent near the puncture site. The vessel did not have stenosis greater then 50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. There were no visible signs of device/package damage prior to use. There was no visible damage to the sheath or the distal end after removal. There was little vessel tortuosity. The unit was prepared and used in accordance with instructions for use (IFU) and opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was not returned for evaluation. A non-sterile ¿mynx control vcd 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe was received separated to the device with the stopcock closed. The balloon was found fully deflated, and a non-cordis procedure sheath was locked on to the sheath catch. An inflation/deflation test was performed on the balloon of the returned device, and pressure was maintained with proper function of the inflation indicator per the mynx control instructions for use (IFU). A product history record (phr) review of lot f2212202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was not confirmed through analysis of the returned device since the device passed the inflation/deflation test. The exact root cause of the reported incident could not be conclusively determined during analysis. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issue experienced since there was no rupture noted. However, the cause of the reported failure may have been attributed to incorrect prep of the balloon during the preparation phase. Although not intended as a mitigation, the mynx control instructions for use (IFU) instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported failure could be related to the design/manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured in the calcified part of the vessel. Button 1 and 2 remained not pressed. The balloon lost pressure upon the second inflation. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and recovered. There were no reported patient injury. The procedure used a retrograde approach for a percutaneous coronary intervention (pci). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. There was no stent near the puncture site. The vessel did not have stenosis greater then 50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. There were no visible signs of device/package damage prior to use. There was no visible damage to the sheath or the distal end after removal. There was little vessel tortuosity. The unit was prepared and used in accordance with instructions for use (IFU) and opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was not returned for evaluation.

Manufacturer narrative:
-After further review of additional information received the following sections have been updated accordingly: d8, d9, g3, g6, h1, h2, h3, h6, and h10 -this device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. -additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured in the calcified part of the vessel. Button 1 and 2 remained not pressed. The balloon lost pressure upon the second inflation. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and recovered. There were no reported patient injury. The procedure used a retrograde approach for a percutaneous coronary intervention (pci). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater then 50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. There were no visible signs of device/package damage prior to use. There was no visible damage to the sheath or the distal end after removal. There was little vessel tortuosity. The unit was prepared and used in accordance with instructions for use (IFU) and opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was not returned for analysis. A product history record (phr) review of lot f2212202revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure in patient¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as the calcium reported, may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.